Event description:
It is reported that the shims are missing one or both ball bearings.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.